Event description:
Procedure: inguinal hernia repair. Reportedly, the pin from the locking collar fell out of the device and into the surgical cavity. The surgeon found the pin during the procedure.

Manufacturer narrative:
Date of initial report: 07/07/2006.